Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) is underway. The reported problem (resets) has been confirmed. Upon investigation, the battery charger was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective battery charger/modem.

Event description:
A distributor returned battery charger/modem sn (B)(4) and reported that the battery/charger was resetting.